Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was confirmed with the physician and remained unknown. The issue remained unresolved. Possibility of reoperation in the future was mentioned, but the current status was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance check was performed at the outpatient clinic. For the right electrode, high impedance was observed on contacts 8 and 9b. Contact 11 showed low resistance and a short. Lead damage and loosening of set screw was suspected. Contact 8 had been used for stimulation but became unusable; therefore, stimulation is currently being delivered from contacts 9a, 9c, and 10. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event.